Event description:
As per preliminary evaluation of the returned devices, the commander balloon material was missing and not returned. It was confirmed by the field clinical specialist that the missing balloon was removed during the procedure and discarded.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of the device and product evaluation findings. Sections b4, b5, d9, g3, g6, h2, h3, h6: device code, type of investigation, investigation findings, investigation conclusions, h10, and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined and revealed that the balloon had burst both radially and longitudinally, with portions of balloon material missing and not returned. Due to the nature of the complaint, no functional or dimensional testing was performed. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification) and procedural factors (over-inflation) likely contributed to the event as reported information indicated the balloon was inflated +1ml and the annulus/leaflet had severe calcification. While the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. Additionally, the presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was confirmed based on evaluation of the returned device. Available information suggests that procedural factors (altered balloon profile) likely contributed to the event as withdrawal difficulties were encountered after the balloon burst. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. The complaint for system components separate during use - balloon, was confirmed based on the evaluation of the returned device. Available information suggests that procedural factors (device manipulation) likely contributed to the event as resistance was felt during delivery system withdrawal. Additional pull force or device manipulation applied to overcome the withdrawal difficulty may have led to the reported separation. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per report received from switzerland, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During deployment, the balloon burst likely caused by the calcification and a not completely opened diameter/volume. Despite this, the opening of the valve was deemed acceptable. The balloon was removed together with the sheath; however, during the removal it was noted there was bleeding in the right contralateral iliac artery observed. This was solved with balloon angioplasty and a stent implantation.

Manufacturer narrative:
Investigation is ongoing.